Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customers pump settings had changed for about a week causing basal insulin to be higher. The customers blood glucose (bg) level was impacted. However, the exact value was not provided. The customer consumed carbohydrates and juice to stabilize bg level. Tandem technical support reviewed pump data, indicating personal interactions with the pump and basal rate were changed on (B)(6) 2016. Both event dates had button interactions before and after bolus entries and charging of the pump. The contact stated that it is unknown why the settings had changed on the customers pump and could not remember if pump settings were changed.